Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (caused damage) appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a mitraclip procedure was performed. Two mitraclips were successfully implanted, reducing the mr to moderate. During a follow-up on an unspecified date, the patient presented with heart failure and shortness of breath. Reportedly, the patient did not experience improvement. It was later discovered that the lateral mitraclip had detached from the anterior leaflet, a single leaflet device attachment (slda). Severe mr was noted between the two devices. On (B)(6)2024, a second mitraclip procedure was performed as treatment for the severe mr and slda. One mitraclip was successfully implanted. While implanting the second mitraclip of this procedure (cds0707-xt (B)(6)), the slda index procedure mitraclip completely detached from both leaflets and was retrieved via snare. This new clip contributed to the dislodging of the slda clip. The clip was implanted without further issues reported. The mr had been reduced to moderate-severe. On (B)(6)2024, a follow-up echocardiogram was performed. The mr remained moderate to severe. There was no adverse patient sequela. There was no additional information provided regarding this issue.